Manufacturer narrative:
The technician found the hex rods were moving out of place due to a broken set screw. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2009-2014. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the set screws to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed on our complaint handling system as complaint #(B)(4).